Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Additional patient/event details have been requested. However, no additional information could be obtained at the time of the report. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
A medical journal reported the patient "was admitted to the ICU after he had developed diarrhea and perineal excoriation (clostridium difficile toxin was present) and received a fecal management system (fms) on day 10 of his admission. After 1 day with the fms, [the patient] passed bright red blood and fresh clots via the device. After 2 days the fms was dislodged on passage of blood and clot and was replaced. A CT angiogram was performed and suggested extravasation of contrast in the rectum. Colonoscopy was performed without bowel preparation, which demonstrated an almost circumferential ulceration in the rectum 12 cm from the anal verge. The fms was not replaced. [The patient] was discharged to the ward after 10 days in ICU and no further intervention was required for gastrointestinal bleeding."